Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a cracked battery tube threads, missing serial number label, and end cap sticker. The device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarms.

Event description:
The customer reported that the label and the battery chamber on the insulin pump came off. The blood glucose reading was 275mg/dl. Advised the customer revert to back up plan. No further information was provided.